Event description:
Hemoflow f5 of the lot number lhj181, MFR date: 08/2004, expiry date 08/2007, was delivered to the dialysis facility. Afterwards found that the dialyzer blood cap leaks causing a serious blood loss of around 250ml. This forced facility to conduct an immediate blood transfer, and eventually change the dialyzer. What was alerting is the fact that the leakage did not appear in the priming stage at all. Moreover, in the same lot, two dialyzers had some black spots on the surface of the fiber, which was not used. Dose: 10 minutes.